Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The error code 253 indicates that the hard disk is defective. The hard disk was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600 displayed error code 253. There was no adverse patient involvement reported. There was no patient information reported.